Event description:
Pt was implanted with prodisc-l at l5-s1 on (B)(6) 2010 for degenerative disc disease. Pt complaint of pain. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed all hardware and pt was revised to synfix at l5-s1. Procedure was completed with no problems. This is the 3rd report of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Unrelieved pain is an inherent risk involved with the procedure. The summary of safety and effectiveness was examined; the device had back pain and lower extremity pain listed singularly and in combination. Continued pain is a potential risk with both fusion and non-fusion devices, and is often related to pt selection. The root cause of the complaint is not clear from the info provided. The design risk assessment was reviewed and found to be adequate for the intended use.